Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer returned insulin pump for an alleged unexplained motor error alarm. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, com promised force sensor system and excessive no delivery test. Insulin pump history download using thds was successful. However, there is no data available on ((B)(6) 2022), unable to perform data analysis for motor error complaint. The following were noted during visual inspection: the following were noted during visual inspection: cracked belt clip slot, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test p-cap, reservoir does lock into place. The insulin pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump passed require testing. No motor error alarm noted. Motor passed motor test. (Not confirmed).

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The drive support cap appeared normal and slightly indented. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.